Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gyn procedure, the device ran out of clips, after three to five clips were fired there were no more clips in the device. Another device and suture ligation was used to complete the procedure. No adverse consequences reported. The device was discarded. There is no additional information is available.